Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose levels (241 mg/dl) the customer took boluses via the pump to stabilize bg level. The customer declined to troubleshoot with tandem technical support.